Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was seeing a black quarter moon in the outer periphery of both eyes when she looks to either side and when looking at her nose. She was given a prescription for eye glasses, but she did not get it filled. The consumer reported that she is wearing over the counter glasses, but they make her left eye blurry. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).